Manufacturer narrative:
The device history records for the sam 500p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 500p passed ¿out qat from heartsine technologies on the 26th june 2018. The sam 500p was first installed on the 14th august 2018 when the device was powered on with no reported issue. There were no further log entries until the date of the reported sca on the (B)(6) 2019. The user reported turning on the device but no audio prompts were played. Information from the user/distributor e-mailed evo file, records audio prompts being logged for this event within the device memory. This could therefore point to either a connection issue with the speaker or a fault with the speaker itself. However, the investigation was unable to find fault with either the speaker connection onto the pcba or the speaker itself, even after stress testing the device. In either scenario the 500p would still be able to delivery shock therapy and assist the user via visual prompts. This device shall by retained by heartsine as per complaint handling procedure (B)(4).

Event description:
Information received from clinical. During alleged incident the user turned 500p device on three times and audio did not start.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Information received from clinical. During alleged incident the user turned 500p device on three times and audio did not start.